Manufacturer narrative:
Analysis received the unit with unresponsive buttons due to a corroded keypad traces. Analysis was unable to verify no delivery error alarm.

Event description:
The customer reported via phone call that the down button is not working correctly on the insulin pump. The customer's blood glucose was 219 mg/dl at the time of incident. The customer stated the insulin pump received a no delivery alarm. The customer stated the numbers are not ramping and the scroll bar did not move without input from user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.